Event description:
Customer reported to beckman coulter, inc. (Bec) that chloride and calcium were failing calibration. Customer reported that they noticed the eic (electrolyte injection cup) cup of the unicel dxc 600 synchron system was overflowing. Customer reported that the leak spilled onto the lab floor. Customer reported that the leak was cleaned up. Customer reported that the volume of the leak was less than 1 liter. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a misalignment of the sample probe. The fse performed probe alignment and calibrated the system.

Manufacturer narrative:
(B)(4).